Event description:
It is reported that in 2004, surgeon implanted a size e femoral and then used an incorrectly sized stripped yellow a/b articular surface. It was not until approx 3 weeks after the case that the surgeon discovered that the wrong component was implanted and he should have used a stripped yellow e/f. Device remains implanted.